Event description:
As reported by the user facility: "the nurse did not use device exactly correctly". There was an un co-operative patient, and the surecan was being removed. Once removed the nurse got away from the patient, and the green phlange fell off the surecan exposing an unprotected needle and the nurse stuck herself. Additional information received by the facility reporter, indicated that she went back to look at the surescan needle, the clip was present and product was used incorrectly. She believes the nurse did not remove the surecan in the proper manner due to the patient being uncooperative. The nurse is fine and to date all protocol bloodwork testing is negative. The sample was discarded and is not available for evaluation.

Manufacturer narrative:
The actual device in the incident was not returned for evaluation. Without the actual sample a complete investigation could not be performed. No specific conclusions can be drawn. It should be noted that the safety huber is designed to reduce the risk of needlestick injuries. However, cdc guidelines and/or facility protocols should always be followed. Sharps should be disposed of immediately into an appropriate sharps container.